Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted damage to the distal end of the sleeve. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. A cross functional team has reviewed the risk and rate of occurrence for this failure mode and has determined that no corrective actions are warranted at this time to address the root cause of assembly issue. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking number: (B)(4). Phone number: (B)(6).

Event description:
According to the reporter, the nurse checked their stock and found that the sleeve of the device was damaged. The package is unopened. No procedure involved. No patient involvement.